Event description:
On (B)(6) 2012, rotaflow drive with serial number (B)(4) at (B)(6) hospital was reported to have no flow issues. According to the customer, the rotaflow drive serial number (B)(4) was attached to a rotaflow console and the console was reading 3700 revolution per minute (rpm) but 0 liters per minute (lpm). The customer verified flow probes and no occlusions were noted. Additionally, the pressures were normal. The customer started to hand crank and the rotaflow unit was turned down to 0 rpm and reinitialized to 3700 rpm's. The lpm was increased from 4.9 to 5.0 lpm. (B)(4).

Manufacturer narrative:
(B)(4). Per the nonconformity report associated with this complaint, testing was performed and the maquet sales and service representative could not duplicate the failure. Per the nonconformity report, no personal injury or death occurred. (B)(4).